Manufacturer narrative:
Film evaluation results are: the cause of the right iliac limb kinking at implant requiring placement of an additional stent, as well as the possibly related stent graft stenosis reported in the right iliac limb, could not be determined from the films provided. Pre-implant films, images during implant, and from the limb stenosis event were not available for review, and no stent graft issues were observed. Both of these events may be related to the reported severely tortuous iliac arteries. The cause of the distal type I endoleak also could not be determined. Returned angio films from this event date were non-contrast, and post-implant CT¿s showing the implanted devices were not available; therefore, assessment of the endoleak and a possible cause determination could not be performed.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 7.2 cm in diameter. It was reported that an angiogram done and an ultrasound done showing evidence of stent graft stenosis in the right iliac limb stent graft; however, the cause is unknown. There was no evidence of stenosis in the bifurcate or in the left iliac limb stent graft. An ultrasound was done approximately five years and six months post index procedure, a distal type I endoleak from the right limb stent graft was observed. The distal type I endoleak was seen again on the CT scan done approximately one month later. No clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.